Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found that an external insulation abrasion was noted at 12.3 cm to 12.4 cm from the connector pin consistent with friction to device can and another external insulation abrasion was noted at 57.1 cm to 57.4 cm from the connector pin consistent with friction to another implanted device or feature of the patient anatomy.